Event description:
The physician was using the jetstream g3 device and the tip of the wire became sheared off. The physician noticed there was a problem and located the tip of the wire. Physician used a snare to capture the wire fragment and successfully removed it.